Manufacturer narrative:
.

Manufacturer narrative:
Evaluation summary: the viscoelastic used was a double component viscoelastic pak. It is unknown if the approved viscoelastic was used from the double viscoelastic pak. Only one of the components is qualified for use with the intraocular lens delivery system.

Event description:
A surgeon reported that a patient experienced postoperative visual acuity decrease after an intraocular lens implant surgery. Four days after the surgery, the patient experienced an appearance of a white veil in the center of her iol like a pigmentation in the material. The event lasted 4 weeks. Postoperatively, the patient had a visual acuity of 2/10. The surgeon saw the patient a second time and her visual acuity was improving to 7/10. No opacification of the posterior capsule was noticed. The patient was not hospitalized due to this event and no unplanned surgery or medication were required. According to the surgeon, due to the improvement of the event in relation to the regression of the iol opacities, the device has contributed to the event. This is one of two reports being filed by the same reporter. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. It is unknown if the viscoelastic used in the surgery was the approved one for its use with the iol implanted. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was received by the company representative who reported that the patient was fine. Opacities had progressively recovered.